Event description:
Reporter alleged blood glucose measured 236 mg/dl at 10:16 am, so customer had some lemon-aide, however, passed out afterwards. It was stated, emergency medical technicians (emts) were called and their device read 20 mg/dl, so customer was taken to the hospital and treated, type of treatment unknown. Customer reported, he takes 13 units of fast acting insulin at night and 28 units of long acting insulin in the morning. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.